Manufacturer narrative:
The investigation determined that discordant (B)(6) vitros anti-hav igm results were obtained from samples collected from three different patients, processed on the vitros 3600 immunodiagnostic system. The assignable cause for the event could not be determined, however, an unknown sample interferent cannot be ruled out as a contributing factor. Vitros anti-hav igm quality control results demonstrated that the vitros 3600 system was operating as expected. Analysis of all vitros anti-hav igm lot 2760 complaints found no additional related complaints had been received from any other customer.

Event description:
The customer reported that discordant, (B)(6) vitros anti hav igm results were obtained from three different patients using vitros anti hav igm reagent on a vitros 3600 system, compared to (B)(6) vitros anti hav total results. Patient 1 anti hav igm result obtained was (B)(6), patient 2 result was (B)(6),and patient 3 result was (B)(6) compared to anti hav total (B)(6) results (specific results not provided). (B)(6). The affected patient results were reported outside of the laboratory; however, no treatment was given, changed, or withheld based on the reactive anti hav igm results that were reported. There was no report of patient harm as a result of this event. (B)(4). This report is number one of three 3500a forms filed for this event, as three devices were involved.